Manufacturer narrative:
Voluntary medwatch report received: mw5156804. Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
Voluntary medwatch report received that the lead was explanted due to infection. No additional adverse patient effects were reported.